Manufacturer narrative:
(B)(6) - laser capsulorhexis was completed as designed by the laser, no noteworthy cause for radial tear. (B)(6) - laser capsulorhexis was completed as designed by the laser, no noteworthy cause for radial tear. Additional surgical intervention was not required.

Event description:
P1008 - n/a -issue: on 02/23/2024, dr. ((B)(6) reported that today. He experienced two radial tears on procedure ids # (B)(6). Dr. Noted tears occurred at axis 220 for os and axis 30 for od. Additional surgical intervention was not required. Site is seeking review of procedures and system.